Event description:
It was reported during implant attempt, the left ventricular lead was too short to reach the target vessel. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed and no anomalies were found. However, there was blood/body fluid on the distal conductor (not obstructed).